Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Pump received with cracked case at the display window corners, cracked lcd window, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the down arrow buttons was sticking off and on. Customer¿s blood glucose level was unknown. Customer stated that the down button gets stuck and insulin pump was cracked and discolored. Customer stated that the crack on the casing, discoloration on the bottom of the insulin pump where the battery goes at the bottom from corner of the screen on the case. Troubleshooting was performed for damaged and button error. The device will be returned for analysis.